Event description:
It was reported that the pt underwent a revision to reposition the leads. No pt symptoms or outcome was reported. Additional info has been requested, but was not available as of the date of this report.